Event description:
A nurse reported a patient with a suspicious inflammatory process following intraocular ens (iol) implant surgery. In a follow up phone call with the nurse, she confirmed the use of enzyme cleaners in the sterilization process. In a follow up, the nurse reported the patient presented on the first postoperative day with corneal edema and hypopyon. The patient was referred to a retinal specialist and treated with medications. The nurse reported the event resolved with treatment.

Manufacturer narrative:
Evaluation summary: investigation of batch records compounding and filling: no remarks related to the manufacturing process, the sterilization of raw materials, equipment, components and product sterilization. All results of chemical, microbiological and toxicology tests were within specification. Our lab has retested the retention samples and all results on the retain samples are conform the specifications for the tested parameters (ph, osmo, lal). No complaint sample was returned. Analysis results within the specification. There has been one other similar complaint reported in the lot number. Additional information was requested on 03/23/2012 and 04/17/2012 by phone, fax, and mail. Additional information was received in a follow up phone call on 03/27/2012. A completed questionnaire was received on 04/03/2012. (B)(4).